Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that the device lot had no anomaly in inspection. With device evaluation, it was confirmed that the tissue pad in the grasping section was intensively worn away and the coating of the probe was partially peeling. The exact cause of the event cannot be exclusively identified. However based on the device evaluation and the past investigation results, it is likely the wearing of the tissue pad happened thus: · when treating a tissue, the control handle was not firmly squeezed until the control handle touched the grip handle to stop. ·to seal adjacent tissue, there was no overlap of the edge of the existing seal. ·the output level was not appropriate for the target tissue. The intensively worn of the tissue pad is likely occurred because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode. Peeling-off of the probe coating may have happened thus: the device activated in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ when treating a blood vessel and/or tissue, squeeze the control handle firmly until the control handle touches the grip handle to stop. Otherwise, incomplete sealing may cause bleeding. ¿ to seal adjacent tissue, overlap the edge of the existing seal. The second seal should be distal to the first seal to increase seal margin. Otherwise, incomplete sealing may cause bleeding and/or the existing seal may be opened. ¿ the probe tip, the tissue pad, and the grasping section of the thunderbeat instrument wear due to ultrasonic vibrations. An excessive wear occurs depending on the way of use during the procedure, which may cause accidental destruction or deterioration of coagulating, coagulating/cutting, sealing, or sealing/cutting performances. To avoid such an event, be sure to prepare a spare thunderbeat instrument, torque wrench, and stabilizer.

Manufacturer narrative:
Due diligence has been executed for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is no tissue build up noted but signs of charring on the jaw. The ptfe pad (teflon pad) was inspected and found it is separated and missing a portion exposing metal. The distal end of the device was inspected under a microscope and found charring but no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. A test was performed with a cotton pad soaked in saline. The probe let off steam while using the sealing function of the device which indicates it is working as intended. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for an issue of sealing function not working during a therapeutic laparoscopic bilateral salpingectomy procedure. Upon evaluation of the device, it was observed that the teflon pad had separated and was missing a portion thereby exposing metal. The event happened at the beginning of a therapeutic laparoscopic bilateral salpingectomy procedure when the doctor was performing both cut and coagulation, the seal function of the device was found to be not working. With a minimal delay, the device was swapped out for another similar device, and the procedure was completed. The patient needed to be given minimal additional anesthesia. The device was inspected before use and unspecified anomalies were noted. The connection points to the generator were inspected. There was no cable damage. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were not bundled. The doctor was trained in the techniques of using the device by an olympus representative and experienced in the use of the device. The procedural tips and techniques instructions that were distributed had been included in initial education. This medwatch is being submitted for the reportable issue of the separation of the teflon pad with metal being exposed.